Manufacturer narrative:
The cause of the discordant, falsely elevated na result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2015-00191 was filed on april 16, 2015.additional information (03/23/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sodium electrode, cleaned the ion selective electrode (ise) module, verified proper system function and verified quality controls. The cause of the discordant, falsely elevated na result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The customer recalibrated the electrode and the sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na result.